Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of electrical specification. It was also noted that the upper case was broken, one side bail cover was broken, and the keyboard was damaged. (B)(4).

Event description:
It was reported that even with new batteries, during a self-test the lower display of the external pulse generator scrolled and flickered, and also showed intermittent and erratic top display near the ventricular output. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.